Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) provided reprogramming recommendations. At this time, this ICD system remains in service and there were no adverse patient effects reported.